Manufacturer narrative:
The lens was returned to b+l. Visual inspection found lens intact. The lens was cleaned and dimensionally inspected. All dimensional measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current info, the specific root cause of the event could not be determined. According to the surgeon, the likely cause of the event was unpredictable patient anatomy.

Event description:
The lens was implanted in the patient's right eye to replace an iol that was explanted. Please reference MDR # 2031924-2014-00023 for the first iol. A capsular tension ring (ctr) was also implanted at the same time with the replacement lens. Two days post iol exchange the patient presented with an epithelial abrasion, which was treated with artificial tears and a bandage contact lens. The irregular anterior corneal surface persisted for approximately 2 weeks post initial diagnosis. The replacement iol was noted to be vaulted 11 days post implant; it was explanted and replaced with a standard toric iol 2 weeks post implant. Patient's current prognosis was reported as "vision improving".